Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia tep procedure, the device¿s balloon physically broke, wherein the dissector balloon fell apart in the extra-peritoneal space. Patient outcome and current status is unknown.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the cannula and dissector balloon was disengaged and not received. The inflation syringe was not received. The insufflation bulb was received. The lock collar, obturator and trocar balloon appeared intact. Pmv performed functional testing; the trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged cannula and dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia tep procedure, the device¿s balloon physically broke, wherein the dissector balloon fell apart in the extra-peritoneal space. A new device was used to complete the case. There was no patient injury.